Event description:
There was sterilization damage on the front of the product during the inspection before using the patient.

Manufacturer narrative:
Qn#: (B)(4). Quantity of 23 devices were found during incoming inspection. A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint.